Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, (B)(6) 2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the main drawer 6 had experienced a failure. The customer attempted to recover and restart the system; however, the issue persisted. The field service engineer (fse) remotely accessed the unit, logged into diagnostics, and observed that main drawer 6 was shown as closed and locked. The customer was guided through a recovery attempt, but the drawer did not open. The solenoid on main drawer 6 was then replaced due to a broken hook. After replacement, the customer was able to successfully recover the drawer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User tried to recover and restart but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.